Event description:
It was further reported that a 7 french sheath was placed in the right femoral artery. A 7 french ar1 guiding catheter was inserted into the right coronary artery. Intracoronary nitroglycerin was given and integrilin and angiomax were started. A 014 guide wire was place across the lesion. Attempt was made to cross with a taxus express2 2.5 x 24 mm drug eluting stent which was unsuccessful. The lesion was therefore pre dilated using a maverick 2.5 x 20 mm balloon. The coronary stent was then reintroduced at the site of the lesion. The stent was attempted to be deployed. The balloon was inflated slowly to 10 atm. The balloon burst. Attempts were made to withdraw the balloon without success. It was not known whether the stent was fully deployed. Attempts were made to both withdraw and advance the balloon without success. The balloon could not be re-inflated secondary to the rupture. An attempt was made to put another 014 wire past the lesion with a balloon and an attempt to fully expand the stent. This could not be passed beyond the stent. The sheaths, guide wire and catheter were sutured into place and pt was transferred to hosp. Pt was pain free and hemodynamically stable at the time of transfer.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent balloon ruptured. The lesion being treated was located in the mid coronary. The vessel was pre dilated. The physician deployed a tauxs express2 of unknown size and as he inflated the balloon to 10 atms the balloon burst. He tried to retract the balloon but it caught in the stent. He tried to remove the balloon with wires and tried to reinflate but couldn't get anything down so they were unable to remove it. The stent did not deploy fully, it looked like a "dog bone" per the physician. The pt did not have any chest pain and did have flow. The pt was transferred to hospital for CABG surgery and to remove the balloon. The surgeon said the stent was partially deployed. The pt was reported to be doing well.